Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist tried to reach customer, had been waiting for a response from the customer, but no reply was received regarding further assistance. Therefore, the technical support specialist closed the case.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, an employee permissions issue occurred. The user was unable to search for medications and was unable to function as a witness. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.